Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The needle was returned detached from the suture. Upon microscopic inspection, normal crimp marks were noted at the swaged end of the suture. As no sealed samples were returned, a needle attachment test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during lap. Bilateral hernia repair, when closing the peritoneum when introducing the suture through the trocars, the needle dropped from the thread in the patient's cavity. The operation time was extended 1 to 1.15 hours to find the needle. Another suture was used to complete the case.